Event description:
It was reported to covidien that the unit is missing segments. There was no patient involvement.

Manufacturer narrative:
Covidien verified the unit is missing segments, isolated to the ui (user interface) board. Replaced the ui board.